Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had excess friction, causing the drive wheel to not finish deployment as designed. The reported event of a needle retraction issue was confirmed. The probable cause determined to be excess friction.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.